Event description:
Complaint#: (B)(4).

Manufacturer narrative:
It was reported by distributor that oxygenator began to make a lot of foam during treatment. This information was received from customer to distributor. When customer removed the cap, a lot of air and blood came out from the product. The failure had occurred for the first time and no harm was reported for patient. The product was discarded by customer and therefore laboratory investigation could not be performed. During the investigation of the complaint, with the provided video and provided schematic, it was confirmed that the foam had occurred on vhk reservoir. A medical consultation was performed by getinge medical affairs on 2024-12-09 with following conclusion: 1. The questionnaire from the customer describes that the suction pumps were running before heparin was administered. It is possible that un-heparinized blood may have formed thrombus in the filter/defoamer, partially obstructing the defoamer which may have led to foaming in the reservoir. 2. If the suckers and vent were running at a high rpm, ambient air coming into the reservoir may have overwhelmed the design capacity of the filter/defoamer (in lpm), allowing foam to move to the reservoir side of the product. In summary, the definite root cause could not be determined. Further, the related instruction for use (mitigation) was pointed out by medical affairs as: IFU vhk 70000 / vhk 71000 g-159, v08 states that maximum flow over the cardiotomy filter / defoamer is 5 l/min. The production history records (dhrs) of the affected vkmo 71000 with lot#: 3000347730 was reviewed on 2024-10-16. According to the DHR results, the product vkmo 71000 passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus, production related influences are unlikely. Besides, the production history records (DHR) of the mace coating with lots: 3000346658, mace-venöser entschäumer vhk adult, material#: 701062202, 3000346648 & 3000346649, mace-kardiotomie entschäumer vhk, material#: 701062203, were reviewed on 2024-12-10. There could not be found any non-conformities that could cause to reported failure. Based on the investigation results, the complaint could be confirmed however the product problem could not be confirmed. Getinge sales & service representative will inform customer about the investigation results. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that oxygenator began to make a lot of foam during treatment. When customer removed the cap, a lot of air and blood came out from the product. The failure had occurred for the first time and no harm was reported for patient. Since the failure occurred during treatment and the reported failure caused to air in the system, the complaint is reportable. Complaint # (B)(4).